Event description:
Per adverse event report, the patient reported that she received several shocks from her device. Lead thresholds were elevated, and it was discovered that this lead had dislodged. The patient was morbidly obese, and this rv lead was pulled up towards the left subclavian site. This lead was successfully revised in 2009, and remains implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.